Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5vdc power supply, generator interface pcb assembly and backplane were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys failed to power up and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.